Event description:
It was reported that failure to recapture proximal filter occurred. A sentinel cerebral protection system (cps) was utilized for embolic protection during a transcatheter aortic valve replacement (tavr). The sentinel cps was advanced into the patient anatomy. Once at the brachiocephalic artery the proximal filter was deployed but failed to recapture. The handles were fully together when attempting to recapture. The sentinel cps was removed from the anatomy with the proximal filter in an open state without requiring additional intervention to remove. The sentinel cps was exchanged for a different device to complete the procedure. Once outside of the body, they attempted to recapture the proximal filter but were not successful. No patient complications occurred.